Manufacturer narrative:
(B)(4).

Event description:
It was reported that the reporter had ¿seen a real failure, maybe one or two in 12 years," when referring to the pump. No further information was provided. Additional information has been requested, but was not available as of the date of this report